Event description:
It was reported that an anterior cervical discectomy fusion was performed on (B)(6) 2014. During the final tightening of the first screw, the tip of the inner shaft for angled screwdriver broke. The tip of the screwdriver was easily retrieved from the patient. A straight screwdriver was readily available to tighten the screw and the remaining screws. The same screw was fine and used. No patient harm or surgical delay reported. The surgery was successfully completed without other medical interventions. Screwdriver will be returned however, tip could not be found after surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the (B)(4)is a driver with a universal joint designed into the tip allowing for the driver to tighten screws in the cervical spine at difficult angles created by patient anatomy. It is found in the zero-p system and zero-p va system. The design is similar to the inner shaft of the except the 03.617.905 has a quick coupling which allows for the torque limiting attachment ((B)(4)) to connect. The drawings se_436130 rev b and se_433872 rev c and the corresponding subcomponent drawings were reviewed. The materials and specifications were reviewed and are adequate for the device's intended use. The device was received under the complaint condition ¿tip broken intraoperatively¿. The returned instrument was examined under magnification and the failure mode was confirmed. The driver was designed to handle the application of 1.5 nm without failure, which is 25% more than the 1.2 nm which will be limited by the required toque limiting attachment in the zero-p system. The zero-p va system utilizes a blocking system to prevent screw back-out; therefore a torque-limiting attachment is not required. The complaint description does not note which system was utilized for the procedure; however, the failure mode is consistent with the application of excessive toque. Benchmark testing for the instrument (se_461165_aa) determined that, on average, a maximum input torque of 2.45 nm +/- 0.63 nm could be applied prior to failure; in each instance the failure occurred at the laser welding seam of the t8 tip (as seen in this complaint). The inner shaft for angled screwdriver was received with a broken tip. This failure mode is most often associated with the application of excessive torque. As the instrument was designed to handle 25% more than the maximum torque allowed by the torque limiting attachment, and the minimum failure point was observed to be 50% more than the attachment setting (2.45 nm +/- 0.63), it is clear that the device was used without a torque limiting attachment. Therefore the root cause is related to method of use (application of excessive torque), rather than a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.